Event description:
It was reported that prior to implant the implantable tachy lead appeared damaged when removed from the packaging. Lead integrity was in question and therefore the lead was not used during the procedure. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).